Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. The 1st target lesion was located in the diagonal branch with 90% stenosis and was 28mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x32mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on plavix. In (B)(4) 2013, the patient expired. The cause of death is unknown. The site learned that the patient was under hospice care. Subsequently the site found an obituary listing the patient's death. No further information is available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).